Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded episodes with noise over sensing. Far field over sensing was not suspected due to the type of deflection on the shock electrogram (egm). It was suggested to check any possible source of electromagnetic interference (emi) as the noise was present on atrial, ventricular and shock channels. Also, in an atrial tachy response event, there were beats towards the end of the episode where noise was being over sensed. However, noise is not over sensed to point where ventricular episodes are being stored. No out-of-range lead diagnostics or large changes or deviations were observed. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.